Manufacturer narrative:
Implant date - estimated since exact date unknown.

Event description:
It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was successfully implanted. At the 45 day follow up, transesophageal echocardiogram (tee) imaging revealed multiple blood clots on the closure device. Open heart surgery was performed and the closure device was explanted. The patient was also taken off xarelto. Medwatch # mw5110052.

Manufacturer narrative:
D6a: implant date - estimated since exact date unknown. Literature citation: joseph, m., carson, o., michael, k., stephanie, y., & donald, c. (2022). Explant of a thrombosed watchman device after 48 days. Annals of vascular surgery-brief reports and innovations, 2(4), 100146.

Event description:
It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was successfully implanted. At the 45 day follow up, transesophageal echocardiogram (tee) imaging revealed multiple blood clots on the closure device. Open heart surgery was performed and the closure device was explanted. The patient was also taken off xarelto. Medwatch # mw5110052. It was further reported via journal article that the patient was admitted to the hospital and started on IV heparin. After discussion, the patient was planned for transseptal debulking with cerebral protection the next morning given significant mobility of the thrombi. Perioperative tee demonstrated multiple new and worsening thrombi on the closure device. Given the patients rapid thrombi progression while on heparin, the decision was made to convert the procedural plan and proceed with emergent sternotomy, open thrombectomy, and device removal. After the closure device and thrombi were removed, the laa was ligated. A separate aortotomy was performed and a single thrombus located on the hinge point of the right aortic cusp was removed. A post-procedure tee did not demonstrate any additional thrombi. The patients post-op workup was negative for any coagulation disorders, and the patient was subsequently discharged home on warfarin. Literature citation: joseph, m., carson, o., michael, k., stephanie, y., & donald, c. (2022). Explant of a thrombosed watchman device after 48 days. Annals of vascular surgery-brief reports and innovations, 2(4), 100146.